Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump basal rate settings were set too high. Reportedly, due to this issue, the customer was hospitalized. The customer's blood glucose level was 34 mg/dl. While in the hospital, the customer was treated with intravenous sugars and water. Reportedly, the customer arrived at the hospital at the end of (B)(6) 2017 and was released 5 days later. Customer reported no permanent damage.